Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('other than the embedded metallic wire at the proximal aspect / the myometrium is notable for two embedded metallic coils at the left and right cornus') in a 39-year-old female patient who had essure (batch no: c59254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't underwent for an essure confirmation test". The patient's medical history included pap smear abnormal, sexually transmitted disease, hot flashes, night sweats, libido decreased, sleep disorder, mood change, menses irregular, abdominal pain, muscle ache, uterine cervical motion tenderness, adnexa uteri tenderness, paratubal cyst, thyroid disorder, postpartum disorder and latex allergy. Concurrent conditions included overweight, goiter, foreign body in uterus, any part, hypertensive, neoplasm malignant, drug allergy, irritability, menopausal symptoms, dizziness, quality of life decreased, concentration loss and hair loss. Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief) since 1999, escitalopram from on (B)(6) 2016 to on (B)(6) 2018 and ibuprofen since 1999. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/headaches"), nausea ("nausea"), amnesia ("neurological conditions or problems: memory loss, brain fog"), feeling abnormal ("neurological conditions or problems: memory loss, brain fog"), anxiety ("psychological or psychiatric problems: anxiety, depression"), depression ("psychological or psychiatric problems: anxiety, depression"), visual impairment ("vision/eye problems: vision changes often"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and arthralgia ("hips pain") and was found to have blood testosterone decreased ("hormonal changes ¿ low testosterone") and weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, vulvovaginal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, blood testosterone decreased, migraine, nausea, amnesia, feeling abnormal, anxiety, depression, weight increased, vitamin d deficiency, visual impairment, bladder disorder, urinary tract disorder and arthralgia outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood testosterone decreased, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date: on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, anxiety, depression, vaginal discharge, fatigue, back pain, memory loss, nausea, brain fog. Concerning the injuries reporter in the cases, the following one was described in patient's medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs+mr received : lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('other than the embedded metallic wire at the proximal aspect / the myometrium is notable for two embedded metallic coils at the left and right cornus') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't underwent for an essure confirmation test". The patient's medical history included pap smear abnormal, sexually transmitted disease nos, hot flashes, night sweats, libido decreased, sleep disorder, mood change, menses irregular, abdominal pain, muscle ache, uterine cervical motion tenderness, adnexa uteri tenderness, paratubal cyst, thyroid disorder, postpartum disorder and latex allergy. Concurrent conditions included overweight, goiter, foreign body in uterus, any part, hypertensive, neoplasm malignant, drug allergy, irritability, menopausal symptoms, dizziness, quality of life decreased, concentration loss and hair loss. Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief) since 1999, escitalopram from (B)(6) 2016 to (B)(6) 2018 and ibuprofen since 1999. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/headaches"), nausea ("nausea"), amnesia ("neurological conditions or problems ¿ memory loss, brain fog"), feeling abnormal ("neurological conditions or problems ¿ memory loss, brain fog"), anxiety ("psychological or psychiatric problems ¿ anxiety, depression"), depression ("psychological or psychiatric problems ¿ anxiety, depression"), visual impairment ("vision/eye problems ¿ vision changes often"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and arthralgia ("hips pain") and was found to have blood testosterone decreased ("hormonal changes ¿ low testosterone") and weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, vulvovaginal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, blood testosterone decreased, migraine, nausea, amnesia, feeling abnormal, anxiety, depression, weight increased, vitamin d deficiency, visual impairment, bladder disorder, urinary tract disorder and arthralgia outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood testosterone decreased, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date: (B)(6) 2015 & (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, anxiety, depression, vaginal discharge, fatigue, back pain, memory loss, nausea, brain fog. Concerning the injuries reporter in the cases, the following one was described in patient's medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: mr received. New event: embedded device added. Reporter and patient demography and medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('other than the embedded metallic wire at the proximal aspect / the myometrium is notable for two embedded metallic coils at the left and right cornus') in a 39-year-old female patient who had essure (batch no. C59254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't underwent for an essure confirmation test". The patient's medical history included pap smear abnormal, sexually transmitted disease, hot flashes, night sweats, libido decreased, sleep disorder, mood change, menses irregular, abdominal pain, muscle ache, uterine cervical motion tenderness, adnexa uteri tenderness, paratubal cyst, thyroid disorder, postpartum disorder and latex allergy. Concurrent conditions included overweight, goiter, foreign body in uterus, any part, hypertensive, neoplasm malignant, drug allergy, irritability, menopausal symptoms, dizziness, quality of life decreased, concentration loss and hair loss. Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief) since 1999, escitalopram from (B)(6) 2016 to (B)(6) 2018 and ibuprofen since 1999. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/headaches"), nausea ("nausea"), amnesia ("neurological conditions or problems ¿ memory loss, brain fog"), feeling abnormal ("neurological conditions or problems ¿ memory loss, brain fog"), anxiety ("psychological or psychiatric problems ¿ anxiety, depression"), depression ("psychological or psychiatric problems ¿ anxiety, depression"), visual impairment ("vision/eye problems ¿ vision changes often"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and arthralgia ("hips pain") and was found to have blood testosterone decreased ("hormonal changes ¿ low testosterone") and weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, vulvovaginal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, blood testosterone decreased, migraine, nausea, amnesia, feeling abnormal, anxiety, depression, weight increased, vitamin d deficiency, visual impairment, bladder disorder, urinary tract disorder and arthralgia outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood testosterone decreased, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date: (B)(6) 2015 & (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, anxiety, depression, vaginal discharge, fatigue, back pain, memory loss, nausea, brain fog. Concerning the injuries reporter in the cases, the following one was described in patient's medical records: embedded device, device expulsion. Batch no c59254 production date 2014-05-27 expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('other than the embedded metallic wire at the proximal aspect / the myometrium is notable for two embedded metallic coils at the left and right cornus') in a 39-year-old female patient who had essure (batch no. C59254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't underwent for an essure confirmation test". The patient's medical history included pap smear abnormal, sexually transmitted disease, hot flashes, night sweats, libido decreased, sleep disorder, mood change, menses irregular, abdominal pain, muscle ache, uterine cervical motion tenderness, adnexa uteri tenderness, paratubal cyst, thyroid disorder, postpartum disorder and latex allergy. Concurrent conditions included overweight, goiter, foreign body in uterus, any part, hypertensive, neoplasm malignant, drug allergy, irritability, menopausal symptoms, dizziness, quality of life decreased, concentration loss and hair loss. Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief) since 1999, escitalopram from (B)(6) 2016 to (B)(6) 2018 and ibuprofen since 1999. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/headaches"), nausea ("nausea"), amnesia ("neurological conditions or problems ¿ memory loss, brain fog"), feeling abnormal ("neurological conditions or problems ¿ memory loss, brain fog"), anxiety ("psychological or psychiatric problems ¿ anxiety, depression"), depression ("psychological or psychiatric problems ¿ anxiety, depression"), visual impairment ("vision/eye problems ¿ vision changes often"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and arthralgia ("hips pain") and was found to have blood testosterone decreased ("hormonal changes ¿ low testosterone") and weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency") and bacterial vaginosis ("I had the same issue (bacterial vaginosis)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, embedded device, vulvovaginal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, blood testosterone decreased, migraine, nausea, amnesia, feeling abnormal, anxiety, depression, weight increased, vitamin d deficiency, visual impairment, bladder disorder, urinary tract disorder, arthralgia and bacterial vaginosis outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, blood testosterone decreased, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date: (B)(6)2015 & (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, anxiety, depression, vaginal discharge, fatigue, back pain, memory loss, nausea, brain fog. Concerning the injuries reporter in the cases, the following one was described in patient's medical records: embedded device, device expulsion. Batch no c59254 production date 2014-05-27 expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event" bacterial vaginosis" was added. Reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't underwent for an essure confirmation test". The patient's medical history included overweight. Concurrent conditions included goiter. Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief) since 1999, escitalopram from (B)(6) 2016 to (B)(6) 2018 and ibuprofen since 1999. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/headaches"), nausea ("nausea"), amnesia ("neurological conditions or problems ¿ memory loss, brain fog"), feeling abnormal ("neurological conditions or problems ¿ memory loss, brain fog"), anxiety ("psychological or psychiatric problems ¿ anxiety, depression"), depression ("psychological or psychiatric problems ¿ anxiety, depression"), visual impairment ("vision/eye problems ¿ vision changes often"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and arthralgia ("hips pain") and was found to have blood testosterone decreased ("hormonal changes ¿ low testosterone") and weight increased ("weight gain"). On an unknown date, the patient experienced vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, blood testosterone decreased, migraine, nausea, amnesia, feeling abnormal, anxiety, depression, weight increased, vitamin d deficiency, visual impairment, bladder disorder, urinary tract disorder and arthralgia outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood testosterone decreased, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received: patient's demographic was added. Case become incident, previously added injury nos was replaced by abnormal bleeding (vaginal) & new events- abnormal bleeding (menorrhagia), bladder or urinary problems or changes, dysmenorrhea, dyspareunia, fatigue, hair loss, low testosterone, migraines/headaches, nausea, memory loss, brain fog, anxiety, depression,vaginal discharge, vision changes often, weight gain, vitamin d deficiency, vaginal pain, pelvic pain, hips pain, lower back pain, device monitoring procedure not performed were added. Concomitant condition was added. Concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.